Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-product analysis:the device was returned and evaluated by product analysis on 06/02/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms. Data relevant to the complaint was overwritten due to extended pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted multiple loss-of-prime alarms. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.